Manufacturer narrative:
Several attempts have been made to obtain add'l info but have been unsuccessful. A supplemental report will be submitted as add'l info becomes available. Info received regarding 3 needle stick injuries, 2 used and 16 unused units were submitted for analysis with no identification as to what sample went with which incident. Based on this, the returned samples were examined as a group. The reports were documented as (B)(4) (171200340-2004-00067), (B)(4) (1710034-2004-00074) and (B)(4) (1710034-2004-0075). Two of the needle stick injuries involved the same nurse (pir#(B)(4)-1710034-2004-00067 and pir#(B)(4)-1710034-2004-00074). H-6-100-results-visual and microscopic examination of the returned samples from the rep lot numbers revealed no damage that would cause non-retraction failure. The returned samples were performance tested for non-retraction and no defects were found. (B)(4).

Event description:
Nurse was stuck in the finger due to needle retraction failure. Further investigation revealed the incident was also attributed to the use's technique. The sales rep has offered to set up an in service for the cat scan department.